Manufacturer narrative:
Rec'd opened sample of product # 165808, lot # ngwa1111. Visual inspection noted that the valve cap stated to inflate balloon with 10ml but the packaging stated to use 5ml. A comparison sample of product # 165808, lot # ngvf2891 was also returned. Examination of the comparison sample noted that both the valve cap and pouch stated to use 5ml to inflate the balloon. The investigation is still in progress. Once the investigation has been completed, a supplemental report will be filed.

Event description:
It was reported that the valve cap incorrectly states to inflate the balloon with 10ml instead of 5ml. The labeling issue was found prior to use on a pt.